Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this 34 mm annuloplasty ring in the tricuspid position in a pediatric patient, this ring was determined to be too large for the patient; it was explanted and replaced due to tricuspid valve regurgitation. A 30 mm ring was then implanted. The physician reported that no failure of the ring occurred. No other adverse patient effects were reported.

Manufacturer narrative:
Device explanted date added.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improve long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device, and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. This investigation found no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.